Manufacturer narrative:
Reported event: an event regarding loosening involving a mets distal femur, femoral stem was reported. The event was confirmed via evaluation of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: no medical records, medical history, sequential x-rays, or surgical notes are provided for review. Based solely on the pi report and a single x-ray, it appears that a revision surgery is planned for a loose distal femoral replacement with a large shaft segment. The implant stickers for what is assumed to be the existing component are attached. It appears that the surgeon would like to use an onkos implant and link it to the existing an indwelling distal part of the femur and the tibia that would remain in situ. The actual request is not provided. Event confirmation: the event cannot be confirmed. There is no written request from the company for a custom style implant. Presence of a loose distal femoral replacement can be confirmed. Root cause: the root cause for the loosening cannot be determined without additional information. The root cause for the off-label request cannot be determined without additional medical information. In addition, the request could not be confirmed." -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is planned to be revised due to loosening of the femoral stem. A review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: no medical records, medical history, sequential x-rays, or surgical notes are provided for review. Based solely on the pi report and a single x-ray, it appears that a revision surgery is planned for a loose distal femoral replacement with a large shaft segment. The implant stickers for what is assumed to be the existing component are attached. It appears that the surgeon would like to use an onkos implant and link it to the existing an indwelling distal part of the femur and the tibia that would remain in situ. The actual request is not provided. Event confirmation: the event cannot be confirmed. There is no written request from the company for a custom style implant. Presence of a loose distal femoral replacement can be confirmed. Root cause: the root cause for the loosening cannot be determined without additional information. The root cause for the off-label request cannot be determined without additional medical information. In addition, the request could not be confirmed." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
As reported by onkos surgical: surgeon wants to replace the femoral stem and collar and keep the femoral component and tibial component in-situ.